Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a synergy ous mr 2.50 x 38 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a break in the hypotube 26.6cm distal to the distal end of the strain relief. Multiple hypotube kinks were also observed. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly calcified circumflex artery. Predilation was successfully performed. After crossing the lesion with a non-bsc guide wire with the help of a non-bsc buddy wire, a 2.50 x 38 synergy drug-eluting stent was advanced to treat the lesion. However, while pushing the device through the lesion, the distal delivery catheter ruptured. A 2cm portion of the device was left outside the introducer sheath and the physician was able to withdraw the ruptured catheter. The procedure was completed with two non-bsc stents. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly calcified circumflex artery. Predilation was successfully performed. After crossing the lesion with a non-bsc guide wire with the help of a non-bsc buddy wire, a 2.50 x 38 synergy drug-eluting stent was advanced to treat the lesion. However, while pushing the device through the lesion, the distal delivery catheter ruptured. A 2cm portion of the device was left outside the introducer sheath and the physician was able to withdraw the ruptured catheter. The procedure was completed with two non-bsc stents. No patient complications were reported.